Event description:
It was reported that the patient experienced ineffective therapy following strenuous physical activity prior to clearance from implanting physician. X-ray imaging revealed migration of the patient's left lead and fracture of the patient's right lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the fractured lead was replaced, and the migrated lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.